Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance 130 cart washer. The technician found the door was closing faster than usual and adjusted the door cylinder valve, tested the unit and found it to be operating properly. The unit was returned to service. The reliance 130 cart washer operator manual (1-1) states, "warning - personal injury hazard: keep hands and fingers away from closing doors to prevent crushing between the two doors." A steris account manager provided in-service training on the proper use and operation of the reliance 130 cart washer, specifically keeping hands and fingers away from closing doors. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury to their finger while closing the door on their reliance 130 cart washer. No medical treatment was sought.